Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a CT scan and the catheter was kinked in the image (date unk). The pt had significant amount of pain. The pt was seeking hcp help. The drug infused via the pump was morphine. Add'l info has been requested, but was not available as of the date of this report.